Event description:
Surgical case in progress. Pt had an scd machine, hose, and large scd stocking in place. While draping the pt it was noticed the stocking on the pt's left leg was not deflating. Biomed was called to evaluate. The hose set from the scd machine to the pt was found not kinked. Or staff reported the hoses on the scd sleeve were off to the side and kinked. Three cycles of operation were observed with the same results. The right side did deflate, as expected. Left side stocking looked to be about 1 1/2" thick when inflated. The stockings were firm to touch, and the pt's leg could not be felt if pressing through the inflated stocking. Maxium depression to manually pushing on the exterior was about 1/2 distance. Over the cycles, the left side did not deflate, nor did it appear to inflate more on successive cycles. All bladders of the stocking stayed inflated. No alarms occurred.